Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records allege bard g2 filter was implanted approximately 1 cm below the renal veins at the mid body of l2 level location. There was slight filter tilt to the patient's right, but it appeared to launch successfully. Approximately seven years and five months later, computed tomography of the abdomen without contrast revealed the filter was tilted mildly anteriorly with its cone near the wall of the inferior vena cava. The legs of the filter had penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat. One of the filter legs had penetrated into the abdominal aorta. The patient reportedly experienced abdominal pain. The patient underwent thrombolysis venogram for the transplanted renal vein after clot was found and also had left leg deep vein thrombosis at that time. Also concerned for blood clot and wondering if had pulmonary embolism at that time. The patient had pulmonary embolism, probably based upon symptoms during deep vein thrombosis. Therefore, the investigation is confirmed for alleged positioning issue, filter tilt, perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 09/2012 section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted and struts perforated to the mesentery and aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 09/2012.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted and struts perforated to the mesentery and aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant, however, the current status of the patient is unknown.